Manufacturer narrative:
No unexpected display anomalies were noted. The pump passed the displacement and self tests. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have a crack on display screen. Customer reported that when the back light was turned on, it was difficult to see the numbers on screen. Customer does not know how damage occurred, but believed it may have occurred at work. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.